Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set the following information was received by the initial reporter with the following verbatim: magnesium infusion was hung as secondary on line with normal saline running to keep vein open (tko) . Infusion was programmed to run over 4 hours at a rate of 12.5ml/hour. Clinician returned to the room shortly after and noticed magnesium bag was missing a large amount of volume. Clinician paused the pump and clamped the line and when clinician returned , the magnesium was completely empty. The clinician emptied both the 250 ml bag of ns and the small amount of magnesium line and got a total volume of 315ml. Reflux valve on the primary tubing was noted to have failed and allowed the magnesium to drain into the normal saline flush bag.